Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were hard to push, sticky, or sometimes unresponsive. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump had a diminished battery life and would last for less than 1 weeks. The insulin pump had scratches or damage on the screen and rainbow effect. The insulin pump was slower to rewind and had to be rewind more than once. The device will not be returned for analysis.